Event description:
It was reported that this pacemaker exhibited noise oversensing on the right ventricular (rv) channel. The oversensing resulted in pacing inhibition lasting more than five seconds. Technical services (ts) reviewed the event and recommended sensitivity reprogramming and isometric exercises to assess whether the noise persisted. Following the sensitivity adjustment, isometric testing was performed, and the oversensing was resolved. It was also noted that all lead diagnostics were within range and stable. No adverse patient effects were reported. This pacemaker remains in service.